Event description:
It was reported that the patient had a seroma. At the time of report, the health care provider (hcp) was in the middle of a pain pump procedure in the or (operating room). The pump needed to be refilled but the pump was flipped and the patient had a seroma that needed to be aspirated. When the incision was made, they accidently cut the tube/catheter. The patient was on the table in the or at the time of report. Later, the same day it was reported that the health care provider (hcp) put the patient on the table in the operating room and they were refilling the pump as well as removing the seroma around the pump. When they made the incision, ¿the tube was cut¿ as previously reported. It was confirmed they cut the catheter. The hcp didn¿t have access to revision kits at the time of the report. The hcp reportedly used a cardiac splicer kit with an inner diameter of 1mm. They temporarily spliced the medtronic catheter with the cardiac catheter and glued them together until they could get a revision kit. It was noted the patient was implanted a month prior. The device system was used to deliver morphine. It was further reported the device delivered bupivacaine as well as the morphine. Other medications the patient was taking at the time of the event included dilaudid. It was reported the patient was experiencing any symptoms related to the event. The seroma reportedly caused the pump to flip. The pump was reportedly free floating in the seroma about 1 to 2 weeks after the implant; however, the managing/follow up hcp hadn¿t been at the initial implant or the revision and didn¿t provide further information regarding the pump. The flipped pump was surgically corrected. The location of the catheter cut was the pump/catheter connection. An additional surgical intervention, a revision, occurred on (B)(6) 2014 to correct the cut catheter. There were no catheter or catheter segments left in the patient not in use. In terms of how the patient was doing, it was reported they recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).